Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of hi (greater than 600 mg/dl) and 59 mg/dl within 10 minutes on the compact plus system. Customer felt she needed to eat in response to the result of 59 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.